Event description:
It was reported that during a lap cholecystectomy procedure, the clips would not close securley on vessels, leading to clips falling away from the vessels. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Tracking # 455632-0 date sent: 6/21/2006